Event description:
Boston scientific received information via a latitude red alert that this right ventricular (rv) lead exhibited high, out of range pace impedances. An attempt for additional information has been made. As of today, available information indicates that this product remains in service.

Manufacturer narrative:
--

Event description:
Subsequent information indicated that additional high, out of range pacing impedance measurements were displayed. In addition, oversensing of atrial activity was seen. All other lead diagnostics were normal. At this time, the patient will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, there is no additional information available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was recorded that 12 segments were returned. The tip segment and other segments of the lead were not received. Many instances of induced damage from the explant procedure were noted. Due to the condition of the lead no further testing was able to be performed.

Event description:
Subsequently the patient was seen for a revision procedure where the lead was explanted. The lead was returned for analysis.